Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis and shortness of breath. It was reported that on (B)(6) 2020, the patient with grade 4 degenerative mitral regurgitation (mr) underwent the mitraclip procedure. One mitraclip was implanted reducing mr grade to 1 with a mean gradient of 4.6 mm hg. On (B)(4) 2020 the patient had shortness of breath and was found to have mitral stenosis, mean gradient 9.6 mm hg. On (B)(6) 2020 the patient underwent surgical replacement of the mitral valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis and dyspnea cannot be determined; however, mitral stenosis and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical procedure and hospitalization were a result of case-specific circumstances as the patient underwent surgical replacement of the mitral valve. There is no indication of a product issue with respect to manufacture, design or labeling.na.